Event description:
Autopsy performed on pt with intractable heart failure due to late sequelae of transposition of great arteries and mustard procedure performed at 20 months of age. Miniscule hole noted at that time to be present in the balloon catheter which had been inserted on 11/26/95.